Event description:
It was reported that the implantable neurostimulator (ins) was set to where she could not pee or peed too much. The patient had a follow up appointment next week. It was stated that the bandages were still on and the patient programmer would not communicate and the patient saw the poor communication screen. It was reported that programmer training was ineffective because patient was still under the effects of anesthesia.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4),product type: programmer, patient. Product ID: 3093-28, lot# va09dfv, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4),product type: programmer, patient. (B)(4).